Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited failure to capture. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.